Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin sores under the left breast and armpit areas. The irritation was described as blisters that scabbed over and tender to the touch. The patient's physician wanted someone to check on the patient due to the sores. Follow-up indicated that the irritation was getting better with use of a lotion.